Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 and usb port damage issues were verified, but the fill estimate issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported adverse effect to the customer's blood glucose level.